Manufacturer narrative:
The device was returned to the manufacturer service center for evaluation, where the reported issue with the center camera was confirmed. Testing results showed a leak in the air/water channel and failure in the ccd camera assembly. Repairs included air/water channel replacement, ccd camera and bending sheath replacement, and restoration of angulation to specification.

Event description:
It was reported that the center camera stopped working during the case, resulting in image loss. According to the report, the physician used another device and completed the procedure without injury or other adverse health consequence to the patient.